Manufacturer narrative:
Investigation summary: bd received two photos and one sample for investigation. Evaluation of the photos and sample indicated that an incorrect cap (yellow) had been applied to the edta tube (lavender). Upon visual inspection of 100 retained samples, no incorrect color caps were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: incorrect cap color. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® k3e plus blood collection tubes, one (1) tube inside the shelf pack had a stopper that was the incorrect color. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® k3e plus blood collection tubes, one (1) tube inside the shelf pack had a stopper that was the incorrect color. No adverse impact was reported regarding the patient or user.